Event description:
It was reported that, prior to device replacement procedure, a high pacing threshold was noted for this right ventricular (rv) lead. Review of impedance trends demonstrated a gradual increase in pacing impedance, including high out of range measurements. No noise was observed and shock impedance was noted to remained stable and within normal limits. The physician elected to continue monitoring the lead and technical services (ts) provided alerts to support ongoing surveillance. No adverse patient effects were reported. This rv lead remains in service.